Manufacturer narrative:
On (B)(4) 2019, mentor became aware that dater of surgery was (B)(6) 2019, and patient suffered capsular contracture: baker grade iii, infection and late extrusion of the prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture: baker grade iii, infection and late extrusion of the prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with unknown implants on both sides and was presented with bilateral capsular contracture; baker grade iii, infection and late extrusion of the prosthesis. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.